Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2004 many years later the patient suffers significant mental and physical pain, sustained permanent injury, further corrective surgery, financial or economic loss, impaired physical relations, vaginal bleeding and incontinence. No further information has been provided.